Event description:
(B)(4) clinical study. It was reported that severe coronary artery disease (cad) occurred. In (B)(6) 2013, the patient presented due to unstable angina and myocardial infarction (mi). Cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) with 90% stenosis and was 22 mm long with a reference vessel diameter of 2.9 mm. The lesion was treated with pre-dilatation and placement of a 3.0x32mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. Ten days post procedure,the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to recurrent chest pain with near syncope on exertion and patient was diagnosed with severe coronary artery disease. Patient's coronary angiography revealed 40% proximal stenosis and patent study stent in mid lad. The physician then performed 3-vessel coronary artery bypass surgery (CABG) from left internal mammary artery (lima) to lad, saphenous vein graft (svg) to first obtuse marginal (om1) and svg to right posterior descending artery (r-pda). Six days post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).